Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 321 mg/dl, 100 mg/dl, 220 mg/dl, 147 mg/dl, 164 mg/dl and 89 mg/dl when all tests were performed within 10 minutes on the compact plus systems. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated that the customer self-treated with 3 units of humalog. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.